Event description:
Hcp reported they had difficulty removing the drug during the pump refill. They needed to hold negative pressure for a few minutes in order to remove the expected 3.1ml. They refilled the pump with 17ml of drug as they thought there might be some drug left in the reservoir. The concentration of the drug was also being changed from 10mg/ml to 25mg/ml. "Shortly after the refill, the pt began having symptoms of overdose and was watched for about 2 hours when their symptoms became bad enough that the physician decided to give the pt 0.4mg of narcan." The pt responded quickly, but required narcan 2 more times. They were kept in the intensive care unit overnight. The pt is reported to be okay now. The physician discovered the pt had taken some oral medication prior to their pump refill, either oxycontin or oxycodone. This is felt to have possibly contributed to the overdose symptoms.